Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the tip of the wire guide sheared off from the wire while attempting to achieve access. The tip was snared out. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures due to this occurrence nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, instructions for use (IFU), manufacturing instructions, quality control (qc), specifications and a visual inspection of the returned product was conducted during the investigation. The returned device was examined and it was noted: wire guide was only item returned. Wire guide was 9 cm long (distal end). One kink was noted 0.2 cm from floppy tip. The lot records of the device were reviewed. No issues concerning the quality of the product relative to this investigation were noted. Manufacturing records are included within the attached documents portion of this report. The manufacturing and qc departments perform a 100% inspection, verifying each device is free from bends, kinks, has adequate joint strength, correct outside dimension and other surface imperfections prior to transport. There is no evidence to suggest the product was not manufactured to current specifications. Relative to this failure mode the IFU states under precautions: "withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage." Based upon the limited information a definitive root cause could not be determined. We will continue to monitor for similar complaints and have notified the appropriate internal personnel of this event.

Event description:
During the procedure, the tip of the wire guide sheared off from the wire while attempting to achieve access. The tip was snared out. A section of the device did not remain inside the patient's body. Per the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.